Event description:
Previous history of submuscular saline breast augmentation. Had left implant deflation. Presents for removal of bilateral saline implants and replacement with silicone gel implants. Original implants done in 2005.